Manufacturer narrative:
D9, h2, h3, h6: software log analysis was performed. The suspected cause of the issue was noted to be that the gpu crashed and the site "faced the reported behavior of unresponsiveness". A software issue was confirmed. Code c10 is applicable, as are previously reported codes b01 and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Brand name ; product ID 9736411 (lot: -); product type: brand name ; product ID 9735736 (lot: 2.1.0); product type: 2543-mnav - system h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Codes b17, c20, d15 are applicable. H6: multiple annex g codes were reported. G0200702 corresponds to concomitant product 9736411 that comprises the reported event. G02008 corresponds to concomitant product 9735736 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system became unresponsive while in use. The medtronic representative (rep) was not on site when the issue was reported, but the site reported that the system was unresponsive during navigation. The mouse and touchscreen were unresponsive. The site claimed that this had happened in the past few months intermittently. The site would have to hard reboot the system to resolve the issue. The rep was unable to replicate the issue when on-site for the system checkout. There was no impact on patient outcome.

Event description:
Additional information was received. It was reported that the procedure type was ear, nose, and throat (ent) and there was a 15 minute surgical delay.

Manufacturer narrative:
H3, h6: the system was serviced in the field and the touchscreen and mouse intermittently became unresponsive. The solution was to power down, unplug from wall power, plug back in and reboot. The solid state drive (ssd) was replaced. The system then passed system checkout functioning as expected. Applicable codes: b01, c0201, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the ssd was returned for analysis. Functional testing determined that the ssd was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.